Event description:
It was reported that a pump displayed door not fully latched messages. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. The unit was received inoperable due to "door not fully latched" messages caused by failed upper auxiliary assembly (link switch). The upper auxiliary assembly was replaced.